Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator did not pass power on self-tests. Although requested, patient involvement information was not provided by the customer.